Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced anaphylactic shock following injection of local anesthesia pre-operatively. The patient experienced difficulty breathing and as a result, the case was aborted. The patient was taken to the emergency room or ICU thereafter. No sjm products were used.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient was released from the hospital the same day or a day after. The patient was reportedly doing fine after medications were administered.

Manufacturer narrative:
Added patient's date of birth. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.